Event description:
The iabp was turned off and removed on [date redacted]. Upon removal it was quickly noticed that the balloon had multiple clots surrounding it and was coiled suggesting the balloon was never fully inflated. Throughout the previous night, the iabp was alerting high pressure alarms multiple times but would go away on its own without intervention.